Event description:
It was reported that the user experienced hyperglycemia upon waking after changing all ilet supplies, with the user attributing the event to a potentially suboptimal contact/detach infusion set insertion or possible scar tissue interference; the ilet provided alerts, and blood glucose stabilized after the user replaced supplies again. Symptoms included no reported clinical symptoms. Outcomes included no medical intervention or hospitalization, and replacement supplies were provided along with troubleshooting and education. Investigation included a review of the device use and event narrative. Investigation of this case revealed that the exact cause could not be determined, with user-reported factors suggesting infusion site or tissue considerations. It was concluded that the event was hyperglycemia with an undetermined cause and that the device functioned as intended after the subsequent set change. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.